Manufacturer narrative:
(B) (4). (B) (4). Recurrent hernia. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open hernia repair on (B) (6) 2009, for abdominal wall defects with hernias. Mesh was placed preperitoneally and two straps were fixated in two defects; the epigastric port site and the umbilical defect site. The pt returned to the surgeon with two recurrent hernias on (B) (6) 2010. The recurrent hernias were repaired. The surgeon opines that the hernia recurred because the initial mesh was implanted preperitoneally not intraperitoneally.